Event description:
It was reported the patient ¿had a problem¿. It was unknown if the patient had problems with the device or if it was a problem with service. The patient had been in the hospital twice in the last month. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).